Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation the root cause of the foreign material remaining in the subject device was unable to be specified. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: part of the insertion tube was caught and pinched and the insertion tube becomes deformed; the plastic distal end cover had a scratch; the adhesives around the light guide lens, the objective lens and the bending section cover had white-clouded area; the electrical contact of the scope connector had corrosion; the adhesive on bending section cover has a chip. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value; due to the wear of angle wire, the bending angle in up direction does not meet the standard value; due to a pinhole on the channel tube, water tightness was lost; due to a cut on the switch 1, water tightness was lost; due to damage on the charged coupled device. Zoom did not work smoothly; due to damage on the connecting tube, flexibility adjustment function did not work; due to clogging of the nozzle, water removal ability did not meet the standard value. Third party repair were been performed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the operation unit and air/water cylinder had foreign object. There were no reports of patient involvement.